Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately eight months post implant, the patient experienced an implantable pulse generator (ipg) system related infection. The single chamber ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.